Event description:
Biopsy forceps pulled off a 2.5 cm mass of tissue in the cecum. During colonoscopy for surveillance biopsies of ulcerative colitis, the first attempted biopsy resulted in the above described event. The procedure had to be terminated as it appeared highly suspicious for perforation. X-rays, observation and repeat x-rays were performed. No perforation was noted.